Event description:
It was later reported that the pump was to be explanted because the that patient did not feel he needed it anymore. The patient was programmed to minimum rate. At the time of the report, an explant date had not been set. There was no explanation for how the catheter became dislodged. The patient did not have any injuries or do any heavy activity. The patient was reportedly doing well. There were no pump issues.

Event description:
It was reported that the patient was being slowly titrated down over time and had reached a rate of 96mcg/day. At the time of report, the pump was being reprogrammed to minimum rate mode and the patient was to be put on oral baclofen. It was stated that the patient wanted to go off of the pump because he didn¿t want to deal with it. There had been a prior issue with the patient¿s catheter a couple of months prior to report. The catheter had come out of the spinal canal and was curling around the anterior portion of the pump. Additionally, when the replacement was done, the physician had punctured the catheter because it was lying over the port. It was noted that the patient had experienced withdrawal symptoms prior to the replacement surgery. The device system was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: catheter. (B)(4).